Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. A quotation was issued to the customer for the replacement of the cpu board. To date, the customer has not approved the quote.

Event description:
The hospital reported the unit alarmed during boot up and was unable to mechanically ventilate. There is no report of patient involvement.